Event description:
It was intended to use a resolute integrity 3.00 x 34 mm drug eluting stent during the procedure. It is reported that the device failed to be positioned in the lesion due to a malformed strut on the stent. The procedure was completed successfully using another resolute integrity 3.0 x 34 mm stent. No reported patient complications.

Manufacturer narrative:
Evaluation, results, conclusion: inherent risk of procedure (stent deformation).

Manufacturer narrative:
Evaluation results: (root cause could not be determined). No results available since no evaluation was performed (device or procedural images were not returned for review). Evaluation conclusions: (root cause could not be determined). Unable to confirm complaint (device or procedural images were not returned for review). (B)(4).